Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became nonfunctional after the patient entered a pool with the device attached, resulting in a black, unresponsive screen and no recovery when placed on the charger, consistent with an unresponsive key/button behavior localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive user interface and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.